Event description:
It was reported that there was ¿no response of interface¿. There was no reported patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: no analysis results available; device not returned for evaluation.

Manufacturer narrative:
Date of this report: 04/27/2015. Describe event or problem: additional information received: it was confirmed that the user saw ¿no response of stmi1 and ground¿, and, ¿self-test failure in electrode test¿. Device available for evaluation: yes received: 06/16/2015. Date received by manufacturer: 06/01/2015. Product evaluation: service and repair could not duplicate customers issue; there was no fault found with the unit. The item was tested and passed all m nufacturing specifications. Method: actual device evaluated; labeling evaluation; visual inspection. Results: no failure detected. Conclusion: no failure detected, device operated within specification.

Event description:
Additional information received: it was confirmed that the user saw "no response of stmi1 and ground", and, "self-test failure in electrode test".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.